Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the device of the patient was positional which caused pain in the lower back and legs. It was also reported the battery was painful. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2408-74 serial#: (B)(4) description: avista MRI perc lead kit, 74 cm model#: sc-4319 lot#: 19545766 description: clik x MRI anchor.

Event description:
A report was received that the device of the patient was positional which caused pain in the lower back and legs. It was also reported the battery was painful. The patient will undergo an explant procedure.